Manufacturer narrative:
Investigation summary: customer returned photos of an open 4mm, 32g pen needle from lot#: 7312918. Customer states that the system stopped working and injecting medication. When needle was removed it was noticed that the non patient end of needle has completely broken off and was bent in an "s" shape. The photos were examined and exhibited the non patient end of the cannula to be bent and broken off. This could have prevented insulin from flowing through the cannula properly. Level b investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent / broken when fitted to the pen.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only cannula broke. This was discovered during use. The following information was provided by the initial reporter: material no. 320883, batch no. 7312918. It was reported that system stopped working and injecting medication. When needle was removed it was noticed that the non patient end of needle has completely broken off. Description of incident: the nano needle was connected to the eli lilly humapen cartridge. While in the process of injecting the medication, the system stopped working and injecting the medication. When I removed the needle from the cartridge I noticed that the piece of the needle that connects to the cartridge had broken completely off from the needle and was bent in an "s" shape. I did connect a new needle to cartridge, to rule out an issue directly with the cartridge, and the injection system worked as expected.

Manufacturer narrative:
Medical device expiration date: n/a. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm 90 CT mail order only cannula broke. This was discovered during use. The following information was provided by the initial reporter: material no. 320883, batch no. 7312918. It was reported that system stopped working and injecting medication. When needle was removed it was noticed that the non patient end of needle has completely broken off. Description of incident: the nano needle was connected to the eli lilly humapen cartridge. While in the process of injecting the medication, the system stopped working and injecting the medication. When I removed the needle from the cartridge I noticed that the piece of the needle that connects to the cartridge had broken completely off from the needle and was bent in an "s" shape. I did connect a new needle to cartridge, to rule out an issue directly with the cartridge, and the injection system worked as expected.